Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video gastroplasty procedure using the sleeve technique, the surgeon already used 3 reloads in the surgery normally. On the fourth reload, the handle made a strange noise and the reload did not work. The reload was changed and the handle did not work. The surgeon was able to press the green button and handle was able to be squeezed. Then the handle was replaced and worked. With the opening of a new handle it was possible to complete the surgery. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video gastroplasty procedure using the sleeve technique, the surgeon already used 3 reloads in the surgery normally. On the fourth reload, the handle made a strange noise and the reload did not work. The reload was changed and the handle did not work. The surgeon was able to press the green button. Then the handle was replaced and worked. With the opening of a new handle it was possible to complete the surgery. No patient injury.